Manufacturer narrative:
Investigation summary: bd received one (1) sample and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter (plastic) inside of the tube was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter (plastic) inside of the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of foreign matter (plastic) inside of the tube based on the provided photo and returned sample. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Bd has increased awareness for cleanliness and reduction of foreign matter in the manufacturing plants. Several projects are in process to help reduce the potential of foreign matter introduction into tubes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tube had a plastic piece in them. "Plastic piece found in tube".